Manufacturer narrative:
According to the sale representative, the surgeon was cutting cortical bone and twisting the instrument, sales rep stated: (the surgeon) this is how he uses all of his kerrisons. This is the only occurrence of the locks breaking in this manner. Items in inventory are functioning as intended. The materials have not changed and their functionality has not changed.

Event description:
Doctor tried to take too big of a bite of bone and locking mechanism broke. Lumbar fusion procedure, no delay in treatment, no harm to patient.